Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he was having issues with a reservoir. The reservoir had filled with air bubbles and had to change the whole set due to no delivery. He declined troubleshooting. Customer also mentioned he had accidently pulled the plunger and insulin spilled out. Customer's blood glucose was not provided. The insulin spilled in the fill process. Customer is not returning the reservoir for analysis.